Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-15641. During follow-up, loss of capture was noted. The sensing value of the right ventricular (rv) lead could not be read during interrogation. The patient was in stable condition. Additional information has been requested but has not been received.